Manufacturer narrative:
Company comment: it was reported by the hcp that they received only 49 seeds instead of the 60 they had ordered for this pt. While ordinarily this could be construed as a risk to the pt because of an inadequate radiation brachytherapy dose, it is stated in the documentation that the treating physician felt that the prostate gland was not as large as originally anticipated and that the dose of radiation the pt received with the smaller number of seeds was adequate. Nonetheless, this is a reportable event because there was the potential for harm to the pt in that a different pt with the same event could receive less radiation therapy than was appropriate for their prostate cancer. If a pt in fact received a less-than-appropriate dose of radiation therapy for their prostate cancer, the pt would be at greater risk of having their cancer recur, which could result in the need for add'l procedures with risk (e. G., chemotherapy) or progression of their cancer to death. Alternatively, in such a situation, a physician might elect to perform an add'l procedure so that the intended radiation dose was ultimately delivered. The potential medical risk to the pt in this situation would be add'l exposure to general anesthesia (with its attendant risks of cardiac pulmonary, cns and other complications and a higher risk of recurrent prostate cancer (with its attendant risk of death from prostate cancer) because of the delay in completion of therapy. For all of these reasons, this was a reportable event.

Event description:
This is a medical device report of anchorseeds jamming in the mick applicator and 10 seeds being unaccounted for at the end of the procedure. The report was received from a physician on the (B)(6) 2013. The report is regarding a pt (pt initials (B)(6)) who underwent brachytherapy using the applicator kit lot #75152 on the (B)(6) 2013. The physician confirmed that during the procedure 49 seeds were implanted into the pt. Each seed contained 0.45 millicuries. One seed jammed in the applicator, however, it was confirmed that at the end of the procedure 10 seeds were missing.